Event description:
Physician was using the device and stopped working from the hand controls - he continued by using the foot pedal.the rep from ethicon inspected the unit, but was unable to reproduce the problem. Maybe an intermittent issue. Ethicon will schedule an inservice with staff. The rep will pick up device on his return visit to the hospital.